Event description:
It was reported to philips that during the low-energy test before the equipment was used, sporadic sparks appeared from the electrode plates. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips authorized service personnel (asp) be dispatched to the customer site. Upon conclusion of the inspection, the reported issue was confirmed and traced to the two defibrillation electrode plates being rusty, which caused poor discharge contact. Upon conclusion of the evaluation, it was determined that this was due to the two defibrillation electrode plates being rusty. After the rust was removed in the hospital, the equipment returned to normal. The device remains at the customer site and no further evaluation is required at this time.